Event description:
The customer reported a gastrostomy tube equipment failure. The gastrostomy tube is no longer staying in place and is slipping out. Upon inspection, the balloon and its fluid appear yellow rather than clear, indicating a leak.

Manufacturer narrative:
Both the product code and lot number are unknown. As a result, the UDI and 510k numbers could not be determined. An investigation is currently underway. Upon completion the results will be forwarded.